Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that when priming the set had air inside and it was unable to prime. The machine was changed but the problem persisted. The set was changed and they were able to continue with the therapy. The operator of the product involved was a healthcare professional. Customer has confirmed that actual sample is not available for evaluation, sample was discarded by the customer. There are no companion samples to be returned. There are no other deficient products used during the event. There was no patient involvement, no patient injury, medical intervention or adverse reaction is associated with this event.